Manufacturer narrative:
No malfunction was reported. The product was not returned. Medical director visited facility and provided add'l training.

Event description:
Thrombus extending into the common femoral vein. Pt put on aspirin and plavix.